Event description:
Procedure: very limited information is known at this time regarding the specifics of the procedure. The physician was reported to have been using a spnc quick cross device when it was noticed that a distal marker band (one of three), unsure of it's location on the device, had come off. The physician was successful at using a snare to retrieve the marker band. Patient outcome: no reported complications. Failure analysis: the device is currently being held in the hospital's risk management department pending determination of further need. It is unknown at this point, if the device will be returned to spnc for further analysis. If returned, an update will be provided containing the results of the analysis and lot number review. Further information has yet to be obtained from the customer. A follow-up report will be forthcoming.